Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results revealed high impedance (dc dc ¿ 7). The patient¿s device was subsequently disabled. No patient manipulation or trauma was reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.